Manufacturer narrative:
(B)(4)

Event description:
It was reported that after implant, patient was presyncopal and loss of capture was observed. The patient is a pacer dependent, and felt the intermittent lack of pacing support. Programming changes were made but the intermittent capture was still observed. The lead was observed to be dislodged. The lead was repositioned and the patient condition is stable.